Event description:
(B)(6) advia centaur hbsag results were obtained for a patient sample and confirmed (B)(6)using the confirmatory assay. The previous result for (B)(6) was (B)(6) for this patient. The patient sample was then tested on an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The cause for the (B)(6) result is unknown. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.